Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that machine alarmed "no air supply" "no o2 supply" when both supplies were present. Device alarmed. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The investigation was based on the reported event, onsite examination and logfile analysis at the manufacturer site of the affected infinity acs workstation nc with serial no. (B)(6) . The analysis of the provided log file could confirm that the cockpit infinity c500 posted the alarm messages "no air supply" and "no o2 supply" on the reported time. The log file did not contain any further entries which indicate a device malfunction. The device reacted as specified and posted accompanying alarm messages as reaction on a missing gas supply and opened the safety valve for spontaneous breathing. Log file and onsite investigation results didn´t indicate a device malfunction. Thus consider a temporal insufficient central gas supply. The device was already tested as per manufacturer specification without any issue. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a missing gas supply, the cockpit infinity c500 post an accompanying visual and acoustical alarm to inform the user about the problem. The safety valve would open to ambient allowing the patient for spontaneous breathing. Based on the final investigations, a device malfunction could be excluded. The event was assessed to be not reportable in accordance to the european meddev 2.12 rev. 8 and the medical device regulation (MDR 2017/745). The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that machine alarmed "no air supply" "no o2 supply" when both supplies were present. Device alarmed. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.